Event description:
The customer observed falsely elevated platelet and falsely decreased hemoglobin results generated on the alinity hq processing module for a 71-year-old female patient. The customer observed the platelet result was high and checked the microscopic result. The following results were provided: (B)(6) 2024 sid (B)(6) platelet result = 1072 10e3/ul, hgb 8.62 g/dl, platelet result on another alinity analyzer (B)(6)) on (B)(6) 2024 was 1280 10e3/ul and hgb = 8.62 g/dl; however, the sample was repeated on ((B)(6) for troubleshooting purposes and not used for patient management. (B)(6) 2024 sid (B)(6) platelet result = 1690 10e3/ul, hgb result = 7.59 g/dl, repeat platelet result = 1431 10e3/ul and hgb result = 8.59 g/dl, the microscopic platelet result was around 200 thousand. No impact to patient management was reported.

Manufacturer narrative:
The customer provided flow cytometry standard (fcs) files and data and information provided by the customer was reviewed. The review of the fcs files found that the sample was very abnormal with a lot of noise/debris interference. The gate on all vs ias2 view was unable to gate out all the debris; as a result, the platelet result was falsely elevated. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends associated with the complaint issue. Labeling was reviewed and found to be adequate. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the available information no systemic issue or deficiency of the alinity hs processing module, serial number (B)(6), was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated platelet and falsely decreased hemoglobin results generated on the alinity hq processing module for a 71-year-old female patient. The customer observed the platelet result was high and checked the microscopic result. The following results were provided: 16aug2024 sid (B)(6) platelet result = 1072 10e3/ul, hgb 8.62 g/dl, platelet result on another alinity analyzer (B)(6) on 16aug2024 was 1280 10e3/ul and hgb = 8.62 g/dl; however, the sample was repeated on (B)(6) for troubleshooting purposes and not used for patient management. 20aug2024 sid (B)(6) platelet result = 1690 10e3/ul, hgb result = 7.59 g/dl, repeat platelet result = 1431 10e3/ul and hgb result = 8.59 g/dl, the microscopic platelet result was around 200 thousand. No impact to patient management was reported.